Event description:
It was reported that during plain old balloon angioplasty, balloon rupture occurred. The 98% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and the balloon was dilated but it ruptured on first inflation at 5 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received inside a coyote es shelf box that matched the information on the device. Magnified inspection revealed a pinhole adjacent to the distal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during plain old balloon angioplasty, balloon rupture occurred. The 98% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and the balloon was dilated but it ruptured on first inflation at 5 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).